Event description:
It was reported that within five months post implant, the patient was not receiving effective therapy from the left ventricular (lv) lead due to a poor original position. The lv lead was explanted and replaced with a different model lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.